Event description:
The customer has observed accumulation of solid phase particles lines on the sides of the advia centaur xp cortisol reagent ready packs and failed quality control results within onboard stability. The siemens technical application specialist (tas) mixed the reagent pack and the quality control was within range. There was no report of adverse health consequences due to the failed onboard cortisol quality control results.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Siemens has investigated and confirmed the customer's observation of reagent pack solid phase banding (lines) that affects the onboard stability of the reagents which has the potential to affect both controls and patient results over the onboard stability period. An urgent field safety notice ((B)(4)) was distributed to customers in (B)(6) 2012 to address this issue.